Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted at implant for unknown reasons.

Manufacturer narrative:
The sales rep has confirmed that the patient had not been taken off cpb during the course of implant/explant of this device. This was reported in error.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device not returned, discarded by hospital. Additional manufacturer narrative: the device history record review is in process. The device is not available for return as it was discarded by the hospital. No patient history or patient information was provided. No additional information has been provided. No surgeon contact information was provided.